Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, 8 minutes into thr case, the patient experienced a burning sensation. No fluid loss was noted and there no alarms or error codes. As the procedure progressed, the patient continued to get more agitated and the case was aborted. Upon cool down, some leaking was noted and a first degree burn was observed on the vaginal mucosa at the edge of the posterior wall of the vagina, where the speculum laid. Follow up information received on june 16, 2009, revealed that cervix was not patulous and there was no indication of overdialation. The burn was treated with silvadene cram and a follow up appointment was scheduled. There were no further patient complications reported. Although an attempt was made to obtain additional follow up regarding the burn, there is no further information regarding this event.

Manufacturer narrative:
The device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.